Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2011, due to patient allegations of pain, discomfort, dysfunction, soreness, loss of range of motion, swelling, inflammation, metallosis and elevated metal ion levels. A review of invoice history confirmed the initial surgery date; however, an invoice could not be located to confirm the revision surgery and which components were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6), 2009. Patient's legal counsel further reported that a revision procedure was performed on (B)(6), 2011 due to patient allegations of pain, discomfort, dysfunction, soreness, loss of range of motion, swelling, inflammation, metallosis and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from the patient's operative notes reports normal-appearing synovial fluid with no blackish staining of the synovium noted. Fibrous adhesions were observed. The head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-002215 / 02217 & 002219).